Manufacturer narrative:
A review of the complaint history, drawings, instructions for use (IFU), and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was (also) performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. The device is shipped with instructions for use (IFU); specific items are addressed such as advice on how to prevent breakage. Based on the information provided, no product returned, and the results of the investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
According to the initial reporter, the device was bent and fractured. One of the micropuncture transitionless stiffened cannula access set broke off inside a patient (1820334-2016-01458). In addition, with another one that almost broke recently. (1820334-2016-01530). Additional information has been requested, however it was not provided at the of this report.